Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/29/04, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist sent follow-up questions to the customer service representative on 11/1/04. The patient obtained a result of 450 mg/dl on the reported meter, which she interpreted to be reading in mmol/l unit of measurement. She was not experiencing symptoms of high or low blood glucose at the time of concern. She went to see her physician. The physician did not test her blood glucose, but instructed the patient to take one additional unit of insulin in the morning. The patient stated that she felt fine after taking the additional unit of insulin. The customer service representative discovered that the meter was set to mg/dl instead of mmol/l. The patient stated that she did not remember changing the unit of measurement or other settings in the meter recently. The csr could not walk the patient through a control solution test, as the patient did not have control solution. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on the apparent spontaneous change in unit of measurement, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The csr advised the patient to inform her physician that the incorrect unit of measurement had been displaying on the reported meter. The meter was replaced.